Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Once the investigation is complete, a follow up/final report will be submitted. (B)(4).

Event description:
Patient¿s legal counsel reported patient underwent total knee arthroplasty. Legal counsel further reports patient sustained a significant permanent injury and resulting pain and suffering as a result of an inappropriate surgical recommendation to treat a nondisplaced tibial plateau fracture using the accuffill subchondroplasty surgical procedure accufill scp. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The investigation is still in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 3008812173-2021-00003.